Event description:
A malfunction alarm occurred with a code displayed as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer service assisted the caller with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and advised to contact support if the issue reappeared.